Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure, a pipeline embolization device (pipeline flex 5.00mm x 25mm) could not be deployed. The procedure was intended to address an unruptured saccular aneurysm located in the posterior communicating segment with a maximum diameter of 6 millimeters and a neck diameter of 4 millimeters. The patient's vessel tortuosity was moderate. The landing zone was 4.9mm distal and 5mm proximal. The phenom 27 shapeable microcatheter was used to access the left m2, and the stent was selected based on the vessel diameter at the aneurysm location. Despite multiple attempts, the stent failed to open at the proximal, middle, and distal sections. The stent was subsequently withdrawn along with the microcatheter, and it was discovered that the stent had dislodged. The pipeline was removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open (distal, middle and proximal) and device opens prematurely as the device was resheated. However, one of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open or dislodgement was not determined. It was unknown if the pushwire rotated or pulled back at anytime during the procedure.